Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with bent port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration. No abnormal noise was observed. Cut functional test could not be performed due to needle port bent condition. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the bend area and cutting edge of the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming for actuation and aspiration, therefore an aspiration failure and abnormal noise observed as described in the complaint was not confirmed. The complaint evaluation was unable to confirm the reported cut failure due the needle port bent condition, which could be a potential contributor factor of the reported cut failure at the time the reported event was observed. The root cause for the observed needle port bent is due to the excessive surgical use of the probe. The vitrectomy probe is verified for twenty minutes of use at maximum cut speed per the probe direction for use (dfu) and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported cut failure was unable to be confirmed, and it appears that the observed needle port bent was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. However, nonconformance record has been completed in relation to the related non-conformance identified within the non-conformance review. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure of the probe occurred and the product could be used at first during vitrectomy surgery. However, halfway through, the probe started making strange noises and the vitreous body could not be removed. The procedure was completed by replacing the product with new one. There was no patient impact.